Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module was not confirmed. Power module battery, serial (B)(6), was evaluated by the european distribution center (edc). There were no visual issues with the battery, and it returned with a voltage of 11.76v. There was no functional test performed on the battery and it was forwarded to product performance engineering (ppe) for further analysis. Further analysis of the battery revealed no physical anomalies. The battery was manufactured in jun2021 and is therefore not expired yet however was in its last year of use before replacement. Per the IFU once every three years the power module internal battery will be replaced with a new internal battery. The voltage of the returned battery was measured to be 11.27v. After connecting the battery to a test power module to charge, the reported event was not reproduced. The battery was manually put through a discharge and charge cycle and was reconnected to the power module to run a mock loop for an extended period of time. A root cause for the reported event was not conclusively determined through this analysis. The backup battery was inspected and accepted into the storage location on 02jul2021. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Once every three years the power module internal battery will be replaced with a new internal battery. Heartmate 3 instructions for use (rev. G) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval.. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the internal backup battery for the power module triggered the red battery alarm. The power module was disconnected from the energy source and the battery was disconnected from the power module.